Event description:
On 1/mar/2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On 29/feb/2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 1/mar/2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Manufacturer narrative:
Correction provided in a2.